Event description:
Boston scientific crm received info that one day after the implant procedure, the atrial lead was successfully repositioned, due to dislodgement. The lead most likely dislodged due to arm movement.